Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac itself is in the direct position was reduced back into the intra-abdominal cavity and held in place with a large perfix plug and secured to adjacent tissues with suture. Using the mesh floor inlay, it is trimmed to appropriate size, and the nose is secured in the region of the pubic tubercle using suture and secured to the shelving edge of the inguinal ligament inferiorly.¿ (B)(6) 2014 - patient was diagnosed with right inguinal groin pain and recurrent right inguinal hernia with large recurrent direct inguinal hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿dense inflammatory reaction around the mesh around the cord structures at the internal ring were dissected free. There was a large direct inguinal hernia identified with a weakened floor; it appeared to be a plug type mesh. In the hesselbach's triangle, there was a large direct inguinal hernia. A suture was placed around the base of it and rim of hernia sac was removed." Attorney alleges that the patient had pain, hernia recurrence, infection, loss of testicle(s) and emotional injuries. It was also alleged that on (B)(6) 2019, plaintiff underwent surgery to perform incision and drainage of scrotal abscess.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence, pain and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence & inflammation as possible complications. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.